Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given an error message and several false negative readings on her daughter. The device allegedly gave a reading that was 7.3°f lower than the patients actual temperature when measured at a later time in the hospital. The child was seen at a hospital overnight, and then went back two days later and a fever of 103°f was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.